Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. For this case the device failed the water leak test on cable due to tiny pin hole on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited water leakage from the cable. There was no patient involvement.